Event description:
It was reported that the mattress had fluid intrusion. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.